Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08780 inches. No unexpected excessive no delivery alarms noted a the no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. The insulin pump was received with cracked minor scratched lcd window and scratched reservoir tube window. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced diabetic ketoacidosis. The customer blood glucose level was unknown. Customer stated insulin pump during pressure test did not gave no delivery alert. The device will not be returned for analysis.